Manufacturer narrative:
The customer's complaint that the tubing split and leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the blood tubing split opened and leaked blood during use. There was no report of patient or staff harm.